Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 and (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, his lowest blood glucose level was 50 mg/dl for the event occurred on (B)(6) 2021 and treated it by consuming carbohydrates. For the second event ( (B)(6) 2021), his blood glucose level was between 50-350 mg/dl. The infusion set had been used for 1-3 days for both the events. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available